Event description:
It was reported the patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to poly wear. During the procedure, a loose femoral stem was noted. The femoral stem, modular head and liner were removed and replaced with a biomet constrained liner and locking ring and a competitor stem and modular head.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product ID - unknown; catalog number, lot number and expiration date - unknown; date implanted - unknown; 510k number - unknown; manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿wear and or deformation of articulating surfaces¿ and "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and excessive activity.